Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection of the balloon revealed a pinhole in the balloon material 1mm from the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified left common iliac artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling es and 2mm x 40mm x 143cm coyote¿ es balloon catheters. No patient complications nor injuries were reported.